Manufacturer narrative:
The insulin pump was received with a loose/protruded drive support disk. The device was also received with minor scratches on the lcd window, battery tube threads cracked, a cracked reservoir tube lip, cracked case at display window corners and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there were many scratches on the insulin pump's display window. Customer's blood glucose was not known. The customer agreed to return the device for analysis.